Event description:
It was reported that prior to starting a da vinci surgical procedure, customer noted frayed cable at the tip of the pk dissecting forceps instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis also found scratches on the surface of the distal pulley, and scratch marks with light material removal and a rough surface finish on the distal end of the instrument's main tube. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, broken cable if to reoccur and deep scratches found during failure analysis, it to reoccur could cause or contribute to an adverse event.